Event description:
During the procedure, cutting distal ligation, smoke, sparks and flames were noted coming from the endoscopic vein harvesting bipolar device. There was no patient complications reported.

Manufacturer narrative:
During the procedure, cutting distal ligation, smoke, sparks and flames were noted coming from the endoscopic vein harvesting bipolar device. There was no patient complications reported. The visual inspection of the returned bipolar device found that the lower jaw was completely melted and there was minor plastic melt on the upper jaw. The investigation is ongoing. A follow-up report will be filed when the evaluation is complete.